Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Patient called to report that she had a hip replacement in 2021, and in (B)(6) 2022 began having pain in her thigh towards the top of her incision. Update: patient experiencing radiating pain located directly "above the left hip incision towards the inside" of her thigh. Patient states that the implant was "fine for 1.5 years" then started experiencing the sharp radiating pain which made it difficult to ambulate. X-rays did not confirm any findings; surgeon prescribed physical therapy. Patient can not confirm when x-rays were taken nor the date of onset of pain. Patient was administered a cortisone injection approx. One month ago and did have some pain relief within 3-4 days following the injection. Patients states that the pain has lessened in the area above the incision but now is experiencing "some" pelvic pain as well as left lower extremity tingling. The mild tingling is new within the last couple of nights.